Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was lifted. The dso seal was replaced.

Event description:
The device was returned for the downstream occlusion seal was delaminated. During physical inspection, it was found that the downstream occlusion (dso) seal was lifting.